Event description:
During the index procedure two endeavor sprint drug-eluting stents were implanted in the rca. It was reported that, approximately 14 months post index procedure, the patient died due to mi and multi organ failure. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (mi and death). (B)(4).